Manufacturer narrative:
Our investigation of the reported event has been completed. Our field service engineer investigated the system and no technical errors could be found, no parts were replaced. The device logs were sent for evaluation. Evaluation of the logs can confirm the reported leakage alarms and also a few alarms for low fio2. The log shows that there was a deviation between the measured inspiratory and expiratory volumes, the expiratory volumes were lower than the inspiratory volumes. Based on the lack of recordings in the technical log, there is no indication of any technical malfunction in the system. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that while the anesthesia workstation was in use during treatment a leakage occurred and the fio2 decreased. There was no patient harm. (B)(4).